Event description:
It was reported that the right atrial (ra) lead showed oversensing with sub muscular pocket palpation. It was noted there may be lead insulation failure. The lead was partially explanted and replaced. During the same procedure a lead adaptor was also explanted. The adaptor was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6957j lead implanted: 2000-(B)(6). (B)(4).